Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4)alleging that the onetouch ultrasmart meter was reading inaccurately high compared to his feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2014 at 7:20pm, he obtained a blood glucose reading of ¿258mg/dl¿ with the subject meter. According to the csr¿s documentation, the patient manages his diabetes with insulin (100 units of levimir in the evening and ¿actrapid¿ insulin with meals) and in response to the product issue the patient reportedly self-administered 100 units of ¿actrapid¿ insulin and drank a shake. At an unspecified time later that evening the patient reportedly administered 80 units of ¿actrapid¿ insulin and 100 units of levimir; the patient denied testing his blood glucose prior to his injections. At approximately 6:38am the following morning, the patient reportedly woke up shaking; five minutes later obtained a reading of ¿68mg/dl¿ with the subject meter; immediately drank a soda as treatment; and about five minutes afterwards the patient reportedly felt better. At the time of troubleshooting, the csr verified the meter¿s unit of measurement was set correctly; however, the csr noted the test strips the patient was using at the time the alleged issue occurred was expired. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: although it was discovered that the patient was using expired test strips at the time the alleged issue occurred, this complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.